Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer while using the device. Medical intervention was surgery and chemotherapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of lung cancer while using the device. Medical intervention was surgery and chemotherapy. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation pil observed an unknown dust contaminant on the top enclosure, rear panel, bottom enclosure. Internal investigation shows dust like contamination on rear of the front panel, bottom enclosure and a minimal amount of dust on the blower and blower box. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. Pil is unable to directly address the symptoms. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.